Event description:
The customer reported that on (B)(6) 2011 erroneous modular glucose (glum) results were generated on a unicel dxc 800 synchron system for two patients. Beckman coulter inc. Assessment of customer supplied data indicated that for one patient, upon critical rerun on the same instrument, the glum result was consistent. For the second patient, the critical rerun generated from the same instrument yielded a result which was higher. An additional retest of both patient samples in duplicate on another instrument yielded higher results in the instance of one patient and results consistent with the critical rerun result for the second patient. The repeat results were regarded as valid for both patients. The first patient's initial glucm results were reported outside of the laboratory and later amended. The initial glucm results for the second patient were not reported outside of the laboratory. In both cases, there were no reports of death, serious injury or change to patient treatment associated or attributed to this event. No other analytes for these samples were in question. The samples were normal in appearance with no fibrin or clots noted. Samples were not respun prior to retesting. No problems were noted with calibration or analyte quality control.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) could not find any problems with the instrument. Although the customer replaced a damaged level sense bead assembly for the modular chemistry sample probe in early (B)(6) 2012, the failure mode of this event is unknown at this time. This is currently being monitored by beckman coulter inc.